Manufacturer narrative:
(B)(4). Evaluation is in progress, but not yet concluded.

Event description:
It was reported that during preventive maintenance (pm) of the device, the end cover assembly on the occluder head was broken. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the end cover assembly of the occlude was broken. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.